Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n422460, implanted: (B)(6) 2014, product type: accessory; product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a headache related to a cerebral spinal fluid leak. An epidural blood patch was completed at l2-3 with resolution of the leak and associated symptoms. Examination revealed no spinal fluid leak. The etiology was the surgery/anesthesia and was noted as possibly related to the device or therapy and related to the implant procedure. The event was considered resolved without sequelae.